Event description:
New information received notes the right ventricular (rv) lead presented with oversensing noise. The patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. Programming changes were made to restore normal parameters. The patient was stable.